Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, seroma-late, and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: simple cysts measuring up to 5mm, sparse in bilateral parenchyma.","lymph node with cortical thickening", "bilateral rupture" and "infiltration of silicone".

Event description:
Healthcare professional reported "simple cysts measuring up to 5mm, sparse in bilateral parenchyma.","lymph node with cortical thickening","bilateral rupture" and "infiltration of silicone" .the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported, "simple cysts measuring up to 5mm, sparse in left parenchyma". "Lymph node with cortical thickening", left side rupture" and "infiltration of silicone". The device has been explanted.